Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 26-mar-2025. Visual inspection and fourier transform infrared spectroscopy (ft-ir) of the returned device were performed following j&j medtech procedures. Visual analysis revealed foreign material on the tip and an electrode lifted. Proper manufacturing evidence of assembly was noted on the lifted electrode. Fourier transformed infrared spectroscopy (ftir) study was requested for the foreign material and it was found that it was composed of polytetrafluoroethylene (ptfe) which could be related to the sheath used in the procedure as this material is used as an internal component of the shaft in the carto vizigo sheaths. A manufacturing record evaluation was performed and no internal actions related to the complaint was found during the review. The ptfe in the spline and electrode lifted could be related to the interaction of the device with a sheath during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion; the catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter; do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿foreign material on the tip¿. Investigation findings: no device problem found (c19) / investigation conclusions: appropriate term/code not available (d17) were selected as related to the customer¿s reported ¿no malfunction reported¿ issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrode lifted¿. Manufacturer¿s reference number: (B)(4).

Event description:
The event was assessed as reportable and reported under the vizigo under g8. Manufacturer report number 2029046-2025-01249 for foreign material. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-jun-2025, observed foreign material on the tip and a lifted electrode. Since bwi became aware that there was physical damage to the octaray mapping catheter, it was assessed that the octaray mapping catheter is now also reportable for both the lab findings of the lifted electrode and foreign material on the tip. The awareness date for the octaray mapping catheter lab findings is 04-jun-2025.